Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis, as listed in the absorb gt1 instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with chronic stable angina. The index procedure on (B)(6) 2015 was to treat a lesion located in the mid left anterior descending (lad) artery. No intravascular ultrasound (ivus) or optical coherence tomography (oct) imaging was performed; however, the mid lad was measured and determined to be 3mm in diameter. Pre-dilatation was performed with a 2.5x30mm non-abbott balloon catheter with residual stenosis less than 40%. A 2.5x28mm absorb gt1 scaffold was implanted using one inflation at 16 atmospheres (atm) for 60 sec. Post-dilatation was performed with a 2.75x20mm non-abbott balloon catheter with 14 atm for 30 sec with the final angiographic residual stenosis less than 10%. No imaging was performed with ivus or oct to confirm that the scaffold was fully apposed to the vessel wall. On (B)(6) 2016, thrombosis was observed. A xience stent was implanted to treat the thrombosis. The patient was confirmed to have been compliant with their dual anti-platelet therapy consisting of plavix. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the absorb instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
New information: it was reported that a 2.5x28mm absorb (not an absorb gt1) was implanted on (B)(6) 2015. A 2.75x28mm non-abbott drug eluting stent was then placed proximal to the absorb (not overlapped) in the median lad. After final control, the median lad did not show any residual significant lesion. On (B)(6) 2016, the patient experienced chest pain and in-scaffold restenosis (no thrombosis) was observed in the distal part of the median lad. Treatment was performed with 3 non-abbott balloon catheters including a 2.5x30mm, 2.75x30mm and a 2.75x30mm. After final control, the distal part of the median lad did not show any significant lesion. Optical coherence tomography (oct) was performed pre and post re-intervention procedure. There have been no changes to the patient's dual anti-platelet therapy (dapt). No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Correction: the index procedure was on (B)(6) 2015, not (B)(6) 2015 as previously reported.